Manufacturer narrative:
The screw shank fracture from the tulip head during installation into the t2 pedicle.

Event description:
While driving ascrew in the t2 pedicle the screw shank fractured. The screw shaft was left in patient the tulip head was removed.